Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the holster is broken. Customer reported that she experienced high blood glucose of 476 mg/dl earlier and current blood glucose is 399 mg/dl. Customer declined to troubleshoot and stated she is under a los of stress. Nothing further reported.